Manufacturer narrative:
(B)(4). Manufacturing site evaluation: microscopic analysis of the screws showed signs of wear an tear and broken tips. A review of the device quality and manufacturing history records was not possible because the lot number are unknown. Based on the information available, the root cause of the failure is most probable user related. Most likely the surgeon did not predrill the screw holes. The breakage of the screws is most probably related due to a tumbling movement of the screw driver. This effect is created when the surgeon is trying to compensate the hard bone structure with a higher pressure to the screwdriver. According to the IFU and the production department, it is recommended to predrill the screw holes. Extracts from the IFU include warnings related to application, including keeping screwdriver movement to a minimum during insertion of micro screws and for hard bone, predrill the screw holes.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2015. Mfg site eval: eval on-going.

Event description:
Country of complaint: (B)(6). Screw broke after setting and first rotation of the skull bones.